Event description:
It was reported that the ventilator's control circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for o2 sensor failure. The ventilator was investigated by our field service engineer on site and the o2 sensor was determined defective and replaced which solved the issue. The alarm for o2 cell/sensor failure, is a high priority alarm. Possible causes for this alarm to be generated are according to the user manual that the o2 cell/sensor is either missing signal communication or has been disconnected. No log files have been provided and the o2 sensor have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.